Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient reported going to the hospital on (B)(6) 2017 due to blood glucose (bg) dropping too fast, really unsteady blood glucose. The patient was treated with glucagon. The patient also mentioned her bg went too high and dropped rapidly, due to her condition, this was the reason she stayed for 4 days in hospital, from (B)(6) 2017. The patient stated that the device worked perfectly during the whole time, giving her the alerts/alarms as it was supposed to do and showing her the correct readings. No product defects or failures were alleged. At time of contact the patient's condition was feeling well. No additional event or patient information is available.